Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).

Event description:
An optometrist reported that a pt noted he was very light sensitive in both eyes, and it was difficult to keep the eyes open. This pt had undergone bilateral lasik surgery two weeks prior. The pt was examined and diagnosed tlss (transient light sensitivity syndrome) in both eyes. The topical steroid drops increased in frequency. The pt returned for examination on (B)(6) 2013, and reported that he no longer had light sensitivity. The pt is taking topical steroid drops four times per day for one more week, and artificial tears as needed. This report will address the pt's right eye.